Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. During attempted repositioning the lead exhibited poor sensing and was found to have tissue lodged in the helix. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted there was no tissue on the helix at time of analysis. If information is provided in the future, a supplemental report will be issued.